Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that label lift occurred before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "tube label does not stick perfectly. Tube label does not stick perfectly (label lift) on serum tube 6 ml". 300 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift occurred before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "tube label does not stick perfectly. Tube label does not stick perfectly (label lift) on serum tube 6 ml." 300 occurrences were reported.